Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned not to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. In speaking with the olympus technical assistance center (tac), the customer reported that the image would cut out when activating the coagulation feature. Tac advised the customer to connect the scope-cord to both the scope and the grounding pad. The customer did not have a scope-cord at the time but planned to purchase one and call us back. Tac later reached out to the customer, who replied that he has yet to receive the scope-cord. Once he does, he will let me know if it has corrected the issue. He believes it will, as connecting an external ground wire resolved the issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor has static and no image. It is unknown when the issue occurred. There was no report of patient involvement or harm.